Event description:
It was reported that a spectrum iq infusion pump's keypad had non-functional arrow buttons found during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'keypad non functional arrow buttons' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the top row second column soft key not working and the number 1 key working intermittently. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.